Event description:
Stent inaccurate placement. The report rec'd indicated that during a percutaneous procedure in the iliac vein, the physician was deploying a 14 x 40 mm smart control nitinol stent sys; however, the stent did not land in the intended location. The stent was deployed approx, 2 cm past the target lesion. Therefore, to treat the lesion and to conclude the procedure another smart control was used. The stent was deployed at the intended site and without any difficulties. Further info indicated that the physician was an experienced user of the smart control stent and followed the standard protocol for deploying the stent. It was indicated that there were no abnormalities identified which may have contributed to the event. There was no excessive force used at any time and it was ensured that there was no slack in the delivery sys during deployment.

Manufacturer narrative:
While deploying the stent, it was reported that the stent migrated forward approx 2 cm requiring an add'l stent to be placed. Target vessel was the iliac vein. Per the physician, the IFU was followed and there were no abnormalities during the procedure. There was no reported pt injury. The prod was not available for eval. However, a device history record review was performed and showed that this lot of prods met all requirements per the applicable mfg quality plan. With the limited amount of info available and without the return of the prod for analysis or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.